Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k061410/k011028/k013227.

Event description:
It was reported a damage drive feature on an implant at tooth site #15. Doctor tried to place and screw with the tool but it was not possible. Implant was removed and another implant tsvwb10 was placed in the same surgery with the same ratchet. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, the implant had signs of usage. The implant's drive feature shows some wear marks. However, tested in-house and it functions as intended. DHR review was completed for the subject lot number 1292770. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1292770 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ a definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implant engaged and disengaged with the bundled mount as intended. The reported event was not unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.